Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report high bg readings between 300-490 mg/dl. Customer bolused, but this had no impact on bg readings. Replaced pod and returned involved pod for eval.